Event description:
It was reported that a patient developed blisters caused by the raprround wraps. No information has been provided regarding the severity or treatment of the injury. Multiple attempts have been made to reach the customer for more information, however they have not responded to these attempts.

Manufacturer narrative:
The device was not evaluated and no cause was determined as the customer did not make the device accessible for testing. The customer did not respond to requests for additional information regarding the injury, but should we receive more information a supplemental will be filed. The investigation is complete. B5 and h codes updated to match investigation results.

Event description:
It was reported that a patient developed blisters caused by the wraparound wraps. No information has been provided regarding the severity or treatment of the injury. Attempts have been made to reach the customer for more information, however they have not responded to these attempts.